Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified the reported cut in the tubing. Microscopic examination of the cut revealed an uneven formation on the cut mark which is indicative of the tubing coming in contact with a sharp object. The cause of the cut could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a large volume infusor was cut. The drug(s) administered to the patient is unknown. There was patient involvement reported, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was requested but has not been received. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.